Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer reviewed the alarm history and received alarm motion sensor test failure alarm. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm the motion sensor test failure alarm due to the motor error alarm. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime, and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.